Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past six months from the delivery date, it was found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has been warned in the instruction manual as follows; *do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, the subject device was used. In the procedure, probe damage error and seal & cut short circuit error occurred. The tissue pad was worn and partially separated. The user was unable to use the subject device. The procedure was completed with another device. There was no patient injury reported. The user discarded the subject device. This is the report regarding the separation of the tissue pad.